Event description:
Info received indicates the bed exit is not alarming.

Manufacturer narrative:
The technician found the bed exit was setting but not alarming. The technician replaced the sidecom j-box that was missing a pin connector and the tape switches to repair the bed.